Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
When in use, the infusion tee slipped and buckled, connecting to the syringe in an unstable manner and leaking, defective quantity 20. Unable to return defective product, video available. Claims need to be settled, complaint response letter needed, complaint receipt letter needed.